Event description:
It was reported that the right ventricular lead exhibited loss of capture at maximum output; the patient was asymptomatic. A revision was scheduled, and the lead was capped and replaced. The procedure went well, and the patient was discharged in stable condition the next day.